Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection of the device revealed a burnt manifold at the 4 o¿clock to 9 o¿clock position, thus confirming this complaint. Saline residue was found inside the suction tube. Visual signs of activation were found at the active tip. Upon further observation, the center ceramic material appeared to be cracked. This type of failure could be attributed to blunt force impact on the active tip; potential root causes include the device hitting another metal object during a procedure or the device being mishandled. The breach in the insulation (the crack) may result in melting of the manifold. However, no information was provided on if or when the damaged center ceramic occurred before, or after the reported failure. Therefore, we cannot confirm this observation to be the cause of the reported melting manifold failure. Due to safety and protection of lab equipment, no testing was performed. The supplier completed a CAPA investigation to address this failure. The likely root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. This issue is also being investigated via mitek device review. The DHR review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints for this lot of 300 devices released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the vapr tip ref: 225370 stopped working during the rotator cuff surgery. When the device stopped working, we made the decision to open another one because the procedure was still in progress. There was no damage or delay to the patient, it did not need to stay hospitalized and did not interfere in the surgical time. When was the issue detected? During the procedure. What was the failure, and how was it triggered? Failure reported was the device stop working. But after investigation was performed melting of the manifold was discovered. If failure occurred near surgical site, were there any fragments generated and how were fragments retrieved? No information provided. Was there a resulting surgical delay - how long? No surgical delays. Was the procedure able to be completed? Yes, with another electrode. Were alternatives readily available? Yes. Any patient impact? No patient harm.